Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. One day after the onset of peritonitis, the therapy was discontinued. The peritonitis was manifested by cloudy effluent, vomiting, fever, and abdominal pain. The patient was treated with bactrim, vancomycin and levaquin (doses, routes and frequencies not reported) for the events. The treatment with vancomycin and levaquin was ongoing. The patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h13h20055 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted.